Event description:
It was reported that multiple malfunction alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use a multiple daily injections (mdi) backup therapy to ensure continuous insulin delivery.